Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, staff encountered an issue where they did not have monopolar or bipolar energy from the stand-alone erbe generator. The reporter explained they were receiving a foot pedal not connected message when trying to apply energy with the stand-alone erbe generator. The reporter explained when the staff manipulated the erbe energy activation cable the generator would work but when they released the activation cable the issue would return. The staff did not have a backup energy activation cable. The staff converted to open prior to calling for support. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the foot pedal not connected message, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse confirmed the issue was related to a third-party erbe cable. The system was tested and verified as ready for use. The complaint regarding the foot pedant not connecting was confirmed based on the field evaluation, which indicates that the third-party device did contribute to the customer-reported issue.